Manufacturer narrative:
The device history record DHR confirmed that the devices met all material, assembly and performance specifications. Field service performed by field service engineer found the console footswitch connector cable to be twisted with an internal break. Based on field service evaluation, the issue was caused by unintentional twisting of the footswitch cable. The broken wire inside the cable triggered the error codes. The broken wires would trigger intermittent on and off signals effecting the function of the master control board in turn affecting fiber performance. Replacing the footswitch corrects these issues. An evaluation conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that during a procedure the laser console intermittently displayed errors 950 and 302.13. The case was not completed due to this issue. There were no patient complications.